Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the investigation to identify a root cause; therefore, the root cause of the complaint was not determined. A batch review could not be performed as the lot number of this device is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The technical service representative (tsr) explained the alarm and the hp would setup tonight and call to see if there was any problem. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: she was not sure what caused the alarm and new supplies were used to clear the alarm. The sample was discarded and lot number and companion sample were not available. The patient was doing fine with therapy and there was no patient injury or medical intervention reported.